Manufacturer narrative:
Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in an edwards clinical technical summary, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Congestive heart failure can have multiple etiologies and is often due to progression of underlying disease processes, including uncontrolled hypertension, myocardial infarction, cardiomyopathy, fluid overload, or valvular dysfunction. Any episode of chf in the postoperative period would mandate an echo to evaluate the valve function. If the chf was valve related, it would require hospitalization and/or intervention. The event can be associated with severe pvl/valve dysfunction, and/or pvl requiring surgical intervention (i.e. Vascular plug, valve-in-valve, surgical avr, or re-dilatation). In this case, the cause of the stroke cannot be confirmed. Patient factors (advanced age, female gender, diabetes, htn) likely contributed to the event; the cause of the reported chf 3 years and 11 months post procedure cannot be confirmed; however, pre-existing chf and multiple underlying co-morbidities (renal issues, htn, diverticulitis, various unspecified infections and advanced age [90 years old]) may have contributed to the event. The patient had been hospitalized numerous times for chf; however, no echos were performed at the 2 year, 3 year or 4 year follow up (only phone call follow ups). The patient died 5 days after being hospitalized for chf & pneumonia; a causal relationship between the death and the device cannot be ruled out. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards european affiliate, three years and eleven months post implant of a 23 mm sapient xt valve by tf approach, the patient was admitted for stroke, infection of unknown origin, diverticulitis, and chf (treated with diuretics). There were no follow up echos performed at the 2 year, 3 year or 4 year follow up dates. The one year echo indicated ef 60%, peak gradient 18 mmhg, mean gradient 9 mmhg, ava not measured, trace pvl, no cai, class iii nyha. The patient was hospitalized again 2 months later with erysipelas bacterial skin infection (treated with antibiotics), enteritis/c. Difficile (treated with antibiotics), thrombopenia (treated with steroids) and chf (treated with diuretics). The patient was hospitalized again 4 months later with chf and pneumonia (treated with diuretics and antibiotics). The patient died 5 days later while hospitalized.